Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was implanted with a bifurcated stent and a suprarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1a endoleak with separation of the bifurcated stent to the suprarenal extension. The patient is reported as stable and is currently being monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 1a endoleak with crown separation. The type 1a endoleak is most likely anatomy related due to the off- label, calcified short neck. The final patient status was reported to be doing well post non endologix secondary endovascular repair. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: outcomes attributed to adverse event: outcomes attributed to adverse events.

Event description:
Additional information: a non-endologix stent (cuff) with a non-endologix bilateral renal stents was implanted to resolved this event.